Manufacturer narrative:
Device evaluation results are: from the examination of the stent graft and clinical information provided, the exact cause of the stent graft positioning difficulties occurring during implant, leading to the collapse of the bifurcate contralateral gate, could not be determined. Other than a 2.0mm length fabric cut observed near the bifurcate aortic body likely caused during excision of the stent graft, no other device integrity issues were observed. Films during implant were not available for review, and the delivery system was also not returned for analysis. Pre-implant transverse CT¿s were returned for review and the films revealed that the patient had a proximal neck flow lumen diameter that ranged from 21 ¿ 18mm. The neck was minimally angulated, non-calcified, with minimal thrombus. The distal aortic diameter measured ~23mm x 15mm and was not calcified. It is unclear if device over-sizing within the small proximal neck may have contributed to the events. It is possible that these events were user or anatomy related.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was attempted to be implanted in the patient for the endovascular treatment of a 4.7 cm in diameter abdominal aortic aneurysm. During the index procedure, the endurant stent graft came down a little from the lowest renal and the bare springs were not deployed. The physician attempted to reposition by pushing up the stent graft to the level of the lowest renal artery and the stent graft bowed into the saccular aneurysm instead of vertically moving up entrapping the contralateral limb and did not open. The physician did not want to model with a balloon the contralateral limb or do any other maneuvers. The physician elected to convert the patient to open repair and removed the stent graft. The event was resolved. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.